Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirt on light guide lens and light guide bundle had breakage causing the light issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a lack of light or depth to the image, or no light. There were no reports of patient involvement.